Event description:
It was reported that the patient alert triggered, and the lead exhibited high superior vena cava (svc) impedances and has been noisy. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940, implantable tachy lead - (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.